Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our mr manufacturer of an event that occurred. Rf burns were observed on the pt after their mr scan. The pt burns were third degree and located around four spots on the umbilical region. The investigation of this event is still in progress.